Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, while removing a ncircle tipless stone extractor from the packaging for a ureteroscopy & dye laser lithotripsy lithoclast, it was noted that the basket was separated. No section of the device remained inside of the patient . No adverse effects have been reported due to the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported, while removing a ncircle tipless stone extractor from the packaging for a ureteroscopy & dye laser lithotripsy lithoclast, it was noted that the basket was separated. No section of the device remained inside of the patient. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The male luer lock adapter and the collet knob was loose. The polyethylene terephthalate tubing measured 3cm in length. The handle did not actuate basket formation. The support sheath was bowed. The distal tip of the basket sheath was smashed flat. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have a basket that was closed and could not be opened. The distal end of the sheath was smashed, preventing the basket from opening. The reported issue that the basket had separated did not occur. The basket was still attached to the device. The basket not opening likely caused the user to believe that the basket was no longer attached. Devices are inspected multiple times for functionality and damage during manufacturing and quality control checks. The devices are also packaged with the basket in the open position. Based on the available evidence, the basket of the device was closed by the user when removed from the packaging, then the distal end of the sheath was inadvertently damaged, perhaps when attempting to insert the sheath into the scope. Cook will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.